Manufacturer narrative:
Philips service replaced the fd controller, motor unit, flashlite high end kit, motor c-arc rot. Poly-g2 clea, and balancer unit, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the fd controller failure caused x-ray emission blockage during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.